Event description:
Discordant, falsely elevated chloride results were obtained on patient samples on an advia 1800 instrument. It is unknown if the discordant results were reported to the physician(s). The samples were repeated on the same instrument and resulted lower. It is unknown if the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated chloride results.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data and determined that the chloride electrodes that had been used by the customer should be tested by siemens healthcare diagnostics. The customer returned five chloride electrodes to siemens healthcare diagnostics, and the gps department tested them. The calibration passed for each electrode and quality controls were within range for four of the five electrodes. The cause of the discordant, falsely elevated chloride results is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2013-00466 was filed on october 3, 2013. Additional information (09/02/2014): siemens healthcare diagnostics, inc. Performed a study of ion selective electrode (ise) usage, which shows that there has not been an increase in usage. A systemic problem with the electrodes would manifest with higher than expected electrode usage. This product is performing according to specifications. No further evaluation is required.